Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) was returned with blood in the guide wire lumen, on the stent implant and on the balloon. There was contrast in the inflation lumen and on the shaft. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. There was no damage noted to the stent implant. This is consistent with the reported information that the balloon was not inflated. Analysis noted the soft tip was separated at the distal end of the clear gap. The separated soft tip was not returned. The fracture face was stretched and jagged suggesting the tip was properly sealed during manufacturing. A mandrel was used to measure the inner diameter of the guide wire exit notch and of the guide wire lumen proximal to the tip separation and proximal seal and met manufacturing criteria. There was a bend in the hypotube 10 cm distal to the strain relief tubing and a bend 9 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. In this case, the soft tip separation and hypotube damage was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Although the tip was noted to be separated, this did not contribute to the reported inflation issue as the returned sds was able to be inflated to rated burst pressure (rbp) to deploy the stent and held pressure. Difficulty to inflate can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, leaks/tears in the balloon or inflation lumen, accessory device support or faulty inflation device. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify rated burst pressure and shaft integrity. The inflation device used during the procedure was not returned and may have assisted in the investigation for this complaint. A new indeflator was used to inflate the balloon to 16 atmospheres rbp and the balloon fully inflated and deployed the stent implant. The inflation times were taken and there was no leak or damage noted. In this case, the inflation issue could not be confirmed. It is possible that the inflation device used during the procedure may have been faulty or may have not been properly connect to the sds. Additional information was requested; however, no further information has been available. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this investigation. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for inflation issue or leak for this lot. Although the reported inflation issue could not be confirmed and a conclusive cause can not be determined, there are no indications of a product quality deficiency.

Event description:
It was reported that during a coronary artery stenting procedure with a xience v stent, the balloon failed to inflate. There was no adverse patient sequela reported. No other information was provided as, reportedly, the catheter lab was unable to access the information.